Manufacturer narrative:
Inspected 1 opened/used partial sensor and found sensor electrode broken. Missing broken part.

Event description:
The customer reported via phone call that the sensor broke when inserted. Blood glucose level at the time of the incident was 150 mg/dl. The sensor was returned for analysis.